Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for sodium (na) on a cobas 6000 c (501) module. The initial result was 136 mmol/l. The repeat result was 130 mmol/l. The initial result was believed to be correct. The incorrect result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The na electrode lot number and expiration date was not provided. Calibration and qc were within specification. The field service representative visited the customer site and replaced some valves. Calibration and qc were acceptable. The customer has not complained of any further issues since the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.